Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient was treated with candies and sweets when the cgm reading was around 40 mg/dl. A minute after this the patient experienced vomiting and was nauseous. The cgm was reading 41 mg/dl and the blood glucose was 453 mg/dl. The patient was given insulin via the pump, and was brought to the hospital. When a fingerstick was taken at the hospital the cgm was reading 40 mg/dl and the blood glucose reading was 583 mg/dl. The patient received further treatment with insulin, and intravenous saline fluids. The patient was discharged after 24 hours. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.